Manufacturer narrative:
Due to character limit, e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra aortic balloon pump (iabp) had an automatic inflation failure. The user immediately replaced the machine with a cs100. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact info:(B)(6). Updated fields: b4,d9(return to manufacture date),e3,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) inspected the unit and replaced the pneumatic module assembly. The unit passed all functional and safety tests in accordance with the factory specifications. The failure analysis and testing (fat) department received a pneumatic module assembly (pim) following a report of leakage during use. A visual inspection was performed, and the part was found to be in good physical condition. The fat department installed the pneumatic module assembly in the cardiosave unit and conducted testing in accordance with factory specifications and the cardiosave service manual. All manifold tests were completed, and no leakage was detected. The pim also passed the functional test and met all required acceptance criteria. The pneumatic module assembly will remain with the fat department for retention.